Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt was in backup vvi during clinic follow-up. The pt's presenting rhythm was intrinsic faster than 67.5ppm. A device status report did not print. Device replacement will be scheduled electively due to device approaching eri. Backup vvi status report was not received.